Manufacturer narrative:
Based on the claim against the product by the customer noting the maryland bipolar forceps instrument tip was damaged, and the energy output was limited, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned, but the instrument has not yet been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the procedure log showed the same surgeon performed five da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedures on (B)(6) 2022 with system sh2282. At this time, it is unknown which procedure is applicable to this reported event. In addition, the maryland bipolar forceps instrument information cannot be verified through the system log review at this time as it was not registered on the system or the product was not used. Images of the maryland bipolar forceps instrument related to this event were received. A review of the submitted images was performed by the regulatory post market surveillance (rpms) specialist. From one of the images provided, the maryland bipolar forceps instrument conductor wire insulation was damaged with the internal wires exposed. There was no other obvious damage found on the maryland bipolar forceps instrument. The root cause of the failure mode cannot be confirmed without the returned device. This complaint is considered a reportable malfunction due to the following conclusion: a bipolar instrument with damaged/broken conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. Although there was no patient injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer noted that the maryland bipolar forceps instrument's tip was damaged, and the energy output was limited. The customer replaced the maryland bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. The surgeon was grasping tissue at the time of the event. No arcing and instrument collision were observed during the procedure. No evidence of thermal damage was identified. It was confirmed that no fragments fell inside the patient during the procedure. There was no patient harm due to the alleged product issues. A video recording of the procedure is not available, but an image of the instrument damage was provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the maryland bipolar forceps instrument tip was damaged, and the energy output was limited, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage to the conductor wire¿s insulation near the distal idler pulley. Material appeared to be missing and exposed the bare wire. The missing material measuring approximately 0.04" x 0.02" was not returned with the instrument. An electrical continuity test was performed and passed. No thermal damage was observed. Failure analysis found the primary failure of the conductor wire insulation damage to be related to the customer reported complaint. The root cause is attributed to a component failure. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.